Event description:
It was reported that during a da vinci-assisted total colectomy procedure, the monopolar curved scissors (mcs) was off screen and the surgeon tried to move the instrument into view. This resulted in an injury to the iliac artery branch and the procedure was converted to open surgery. There is no allegation of a product fault or issue with the system or training process. The undocking process was performed safely and quickly. The bleed was repaired within 15 minutes of open surgery, after which the procedure continued. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: there was minor, out of sight, pinhole laceration of the internal iliac artery branch. The laceration was not greater than 1mm. The laceration was controlled with one suture in the artery. The blood loss was less than 200 ml in total and the patient was transfused with 1 unit of blood. The patient has recovered well from the operation. There was no malfunction with the robotic instrument or platform.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is likely due to use error, moving instruments that are not in view. Isi has not received the mcs instrument involved with this complaint. A follow-up MDR will be submitted if the mcs instrument is returned (post failure analysis evaluation) or if additional information is received. If additional information is received, a follow-up MDR will be submitted. Per the "instruments and accessories user manual for da vinci xi and da vinci x systems," the following general precaution for intraoperative use of instruments is noted: "warning: do not manipulate instruments that are outside of the field of view. This may damage the instruments or injure tissue inside or outside the field of view." A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted total colectomy procedure, the mcs instrument was off screen and the surgeon tried to move the instrument into view. This resulted in an injury to a branch of the iliac artery and the procedure was converted to open surgery. There was a 1 mm laceration on the vessel which was repaired with 1 suture. The patient was transfused with 1 unit of blood. The total blood loss was 200 ml. The intra-operative complication can be attribute to use error as the surgeon manipulated the mcs instrument that was outside the field of view.